Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a roux-en-y procedure, on the first firing with a blue reload without buttressing, the device was fired and it cut and stapled, but the knife did not return. It is unknown if knife reverse was tried first, but manual override was used to return the knife to home and release the device from tissue. There were no issues with the cut line or staple line. A second device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53y83. The analysis found that one psee60a device was returned in good visual condition and with one ecr60w cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.